Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 300cc saline breast prosthesis on (B)(6) 2017.

Manufacturer narrative:
The device history record (DHR) for the lot number 7418739 was reviewed on 5/9/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a valve leak. No other anomalies were discovered. The complaint was confirmed since a leakage from the valve was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).